Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn1282 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales representative that when the device packaging was opened the cap was not on the accucath, the needle was bent and the sharp was sticking through the packaging. No patient harm was reported.